Event description:
System was explanted due to rv lead fracture with lead impedance greater than 3000 ohms. Lead alert information received through hm. There were no inappropriate shocks reported. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 13.5 cm distal to the is-1 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed in the distal end region that the insulation was found damaged and the conductor cable leading to the ring electrode fractured. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the shock coils and ring electrode were found covered in fibrotic growth and deformed. The deformation probably occurred during the extraction procedure due to tensile stress. The fixation helix was bent, which most likely resulted from the surgery. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
System was explanted due to rv lead fracture with lead impedance greater than 3000 ohms. Lead alert information received through hm. There were no inappropriate shocks reported. No adverse patient events were reported. Should additional information be received, this file will be updated.